Event description:
It was reported that a pump alarmed "door not fully latched". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom caused by a failed link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.